Event description:
It was reported that the knob broke off of the top drawer after two weeks of use. There was an exposed sharp edge created by the screw where the knob had broken off. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Knob.